Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro had hair inside. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. No evidence of clinical use or blood were observed. A visual inspection was conducted. The packaging was observed to be intact. The exterior pouch was not returned for investigation. The product was returned in the plastic shell container. There was a noticeable single hair in the upper top portion of the tray. There were no other hairs noticed anywhere in or on the tray. Based on the returned condition of the device, the reported complaint, "foreign material in device" is confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro had hair inside. A replacement device was used to complete the procedure. The hospital did not report any patient effects.